Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery (lad). A 3.50mmx12mm nc emerge was advanced for dilatation. However, on the first inflation at 16 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.